Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up with customer over-the-phone. Fse was told by customer that the instrument was up and running after the substrate was primed several times. No further action required from field service. A 13-month complaint history review and service history review for (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 5018 is assay aborted. This error is generated when measurement is terminated. The solution is for the customer to repeat the assay. In the aia-360 training manual under tab 8 - troubleshooting, error 2017 is substrate purge failure. This error is generated when no substrate was dispensed at daily maintenance. The solution is for the customer to check substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported event was due to substrate priming.

Event description:
On (B)(6) 2017 a customer reported getting error 5018 assay aborted and error 2017 substrate purge failure while running quality controls (qc) on the aia-360 instrument. Customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb), cardiac troponin I (ctnl 2), and estradiol (e2). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb, ctnl 2, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013.